Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian and african american female patient who underwent a breast augmentation primary with two unknown mentor saline breast implants has experienced unexplained systemic symptoms post-operatively, including bilateral breast pain, arthritis in both hips, inflamed turbinates, esophagitis, gastritis, duodenitis, severe hair loss, dry eyes, elevated bilirubin levels, blurred vision, anxiety, headaches, positive ana screen, fatigue, joint aches, and swollen lymph nodes. In addition, patient reported that her implants have bottomed out and feels like they are getting capsulized. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the first of two implants.